Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: the customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. (B)(6). Device evaluated by MFR: a beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance. There were no indications that there were issues with the hardware, system flags or issues with any other assay at the time of the event. There is no indication that the customer sent the access accutni+3 reagent to bec for further investigation. The customer sent patient sample to the (B)(4) complaint handling unit (chu) for additional testing. Interference testing using rabbit igg, mouse igg, ap-mutein, hbr-1 and goat igg blockers was performed. The hbr-1 blocker significantly reduced the test result thus indicating that a patient-source interferent is present in the patient¿s sample. Therefore, a patient-source heterophilic interferent is the cause of this event.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result (>82 ng/ml) for one (1) out-patient with a medical history of lung cancer involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The patient was then admitted to the hospital where ckmb testing was performed on both a beckman coulter au chemistry analyzer and a roche device. The ckmb results from both methodologies were within the assays¿ normal reference range. The initial, elevated access accutni+3 result was released from the laboratory. There was a report of change in the patient¿s treatment associated with this incident as they underwent a coronary angiography test. The results of that test was discordant to the elevated access accutni+3 result obtained. System check and assay calibration were both passing within published specifications. No hardware errors or other assay issues were reported in conjunction with this incident. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.